Event description:
It was reported to medtronic neurosurgery that a tear was found in the catheter where it connects to the snap base. According to the report the doctor was unsure if it was a product defect or if he cut it himself.

Manufacturer narrative:
(B)(4). A tear was found in the catheter where it connects to the snap base. It is unknown how or when this damage occurred. This damage precluded a leak check. The instructions for use that accompanies the product cautions that care should be taken in handling the product as silicone has a low cut and tear resistance. Medtronic neurosurgery has received no previous complaints for lot c64991, and a review of the manufacturing records showed no anomalies. Components for this product are 100% inspected at time of manufacture for physical damage.